Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the lead was bent at the proximal end when coming out of the packaging in the sterile field. It was not implanted. Another lead was used and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot # va1fd8h) found that there were no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was confirmed the lead was bent at the proximal end, but it was not determined at the time of the issue if the lead or stylet was bent. The lead was never implanted so there was no patient, therapy or procedural issue. No further complications were reported/anticipated.